Event description:
User started secondary medication (ceftriaxone) on patient through alaris pump. User observed drip chamber seemed to be running too fast. User paused channel medication but noticed drips in chamber kept going. User switched to a difference alaris channel but noticed the same fast drip rate. Medication clamped, disconnected from patient, removed from pump. Biomedical engineering completed full rate accuracy testing on the involved channels and all results were within accurate range. Biomedical engineering has also completed full physical testing of the pcu and lvp channels, validating that all keys operate as expected. The rates in the attached data log report also show accurate calculation based on time and volume infused. Lvp channel #1 did come to us with an error message indicating that the upper pressure sensor is broken and requires repair by biomed. This error message does not allow the programmed infusion on the pump channel to run if it occurs on the unit with a clinical user. Biomedical engineering also observed the primary bag (saline) was slightly yellow-ish color.  Biomedical engineering consulted with vendor bd carefusion who recommended checking the tubing set. Biomed ran tests specified by bd and determined the tubing set had a check valve error. A defective check valve can result in backflow from medication bag into primary saline bag; testing showed this occurring. Bd confirmed this testing result indicated check valve error on tubing set; recommended hospital to still send tubing set into vendor for additional testing.